Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the ongoing event occurred during testing; there was no patient injury. Event date (B)(6) 2022 was provided.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate accuracy tests and it was found that the device was within specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that cadd legacy pump - failed volume test rate, error -7.2%, under-infused. No patient injury reported.